Event description:
Patient, through other company representative, reported "recently had surgery and had allergan implants removed". Patient later reported "severe capsular fibrosis with adhesions", "significant pain and impairment". Healthcare professional later reported "seroma and capsular contracture baker grade iii", "bottoming out", "waterfall phenomenon" and "double implant capsule". Patient later reported "hardening of the implant capsule with significant adhesions", "fluid accumulation", "severe pain". Capsulotomy and capsulectomy were performed. This record is for the left side. The device was explanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. - double capsule: unable to observe through visual inspection as it is a physiological phenomenon. - seroma-late: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis deformation are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: a5, a6, b5, d4, d9, g2, h3, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture baker grade iii.

Event description:
Patient reported "severe capsular fibrosis with adhesions", "significant pain and impairment". Healthcare professional later reported "seroma and capsular contracture baker grade iii", "bottoming out", "waterfall phenomenon" and "double implant capsule". Capsulotomy and capsulectomy were performed. This record is for the left side. The device was explanted.